Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. Therefore, this issue is confirmed due to poor soldering of the cpu. Performed visual inspection returned usb/charging cable and no issues were observed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer was unable to test using the adc device as it would not power on with button press or strip insertion. The customer experienced symptoms described as shaking, sweating, hallucinations, seizure, and loss of consciousness. The customer was administered glucose injection by third-party and healthcare professional for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the customer was unable to test using the adc device as it would not power on with button press or strip insertion. The customer experienced symptoms described as shaking, sweating, hallucinations, seizure, and loss of consciousness. The customer was administered glucose injection by third-party and healthcare professional for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did not power on when pressure was applied to the cpu. The returned battery was replaced with a known good battery and attempted to turn on reader, but reader did not turn on. The returned usb/charging cable was visually inspected and no issues were observed. Extended investigation has been performed. Battery was replaced with known good, the reader booted and passed all tests in the fixture. Visual inspection was performed on usb port and it showed all internal pins and tracks broken. Therefore the issue is not-confirm to use. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h6 (adverse event problem) and h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction have been made.